Event description:
Subsequent to the previously filed medwatch report, the account reported that guide separation had occurred during the procedure.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment of the proglide¿ was confirmed as posterior needle to cuff miss. The reported ¿when attempting to remove the proglide device from the anatomy it became stuck¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported separated guide (sheath) was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effects of unspecified tissue injury (vascular injury) and hemorrhage are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. Reportedly, force was used to attempt to remove the device; however, the device was unable to be removed. It should be noted that the electronic proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 removed device code 1069.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of the proglide. Reportedly, the foot of the proglide was closed successfully after deployment. The proglide was then backed out of the vessel until the guide wire access port was visible and the guide wire was reinserted. When attempting to remove the proglide device from the anatomy it became stuck. Force was used to attempt to remove the device; however, the device was unable to be removed. During the attempt to remove the device, the pulling force made the access site larger. The sheath had to be upsized from 5f to 8f then to 12f due to the widening of the hole caused from the force from pulling in attempt to remove the device. Even with the 12f sheath in, there was still bleeding from the access site. Cut down surgery was performed to remove the stuck proglide device and close the access site. Upon removal of the proglide from the anatomy during the cut down surgery, it was noted that the device had broken during the procedure at the junction of the distal/proximal guide. The device did not separate completely into two pieces as it was still held together by the actuator wire. There was no reported adverse patient sequela; however, the patient required an additional day of hospitalization. There was a clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.